Event description:
Sales rep (B)(6) reported on behalf of the customer that blocker loosened of a one level mantis construct, pedicle screw l5 left, released the rod. X-rays in attachment. Pt returned for revision of the blocker and distraction. The surgeon reportedly assumes that the blocker wasn't tightened enough with the torque driver, or the blocker was assembled in a wrong angle.

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis and risk assessment was completed. Results: the returned xia blocker was visually inspected and a slight deformation was observed on the underside. The deformation indicates that the blocker had been lowest onto a rod but judging by the insignificance of the deformity, it is believed that the blocker was not sufficiently tightened and fastened to the rod. Sufficiently tightened blockers usually bear considerable deformations on their undersides. Manufacturing record review: no anomalies that could be associated with the failure were reported. Complaint history analysis: 5 previous records for similar issue. The investigations into past complaints generally concluded that the failures were the result of user-error i.e. Insufficient blocker tightening. Risk assessment: the reported failure resulted in unanticipated revision surgery. Conclusion: the failure is the result of the surgeon insufficiently tightening the blocker. A torque of 12nm is recommended for blocker tightening.